Manufacturer narrative:
(B)(4). Investigation: initiated manufacturer's investigation, no sample returned, review DHR, inspect returned samples, inspect stock product. *analysis and findings: in all twenty six (26) individual units (one box contains 20) were retuned unused. A visual inspection of the individual devices did not reveal any abnormalities. The manufacturer of the adhesive pads performs an acceptance test on each lot before shipping, no abnormalities were reported. Although the root cause is indeterminable based on the limited information received, it's possible that the pads did not adhere to the skin surface because of skin cream or other hydrating moisturizer having been used. If this were the case adhesion would be compromised. A review of the two year product complaint history indicated that there were no other incidents reported that involved the raw material lot of part number 005-053 (15321. A where used query was performed for the raw part and lot number, of the seven different work order lots built with the raw material lot no other was listed amongst the two year product complaint history. Fg inventory was depleted of all lots where the raw material lot was used, attached. A review of the lot DHR did not reveal any abnormality. Corrective actions: *correction and/or corrective action: immediate action was to alert manufacturing value stream team (vst. No further action at this time, the incident will be monitored and trended. *corrective action level 3: train personnel, reason: per (B)(4), this complaint will be monitored for trending in that no injury was reported to end user or patient. *was the complaint confirmed: no. Review and closure: recommended continuous improvement program (cip) *preventative action activity reviewed. Monitor and trend to cip.

Event description:
"We have been using the neofit for 6-8 months, at first had very promising results but within the last 8 days we've had so many of them pulling off tyvek tab. We are using the lollipops but the issue seems to be with the tabs." (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has not yet been returned by the customer for evaluation. Once this investigation is completed, a follow-up report will be filed. (B)(4).

Event description:
"We have been using the neofit for 6-8 months, at first had very promising results but within the last 8 days we've had so many of them pulling off tyvek tab. We are using the lollipops but the issue seems to be with the tabs." (B)(4).